Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9126rp, batch 250164001 was received for investigation. Visual inspection identified chipping and general wear across the flutes at the head of the reamer, consistent with wear and tear damage based on the age of the device.

Event description:
It was reported that during a shoulder prothesis surgery it was noticed that the reamer is too dull. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.